Manufacturer narrative:
Balt USA internal reference # (B)(4) this new incident is related to the same issue documented in balt USA internal hhe-026, for which the physical device and pouch were unintentionally placed inside the incorrect shelf carton for the following part and lot numbers: - opti2065com18 / f231000915; - opti2265com18 / f231000922. The notification of the first incident involved for this issue was reported under 3014162263-2024-00015. Process controls in place were not appropriately followed by operations personnel. Line clearance and other verification steps were not followed per sop0013 rev. I, section 2: "perform packaging operations per established procedures. Perform packaging operations in a manner that prevents mix-ups of medical device(s) per sop0028. Perform packaging operations in a manner that prevents mishandling of medical device(s) per mp-0005 line clearance. Perform testing and/or inspection of finished packaged devices per established manufacturing procedures." The two lots involved in the mispackaging discrepancy were created on the same day 27oct2023. This health hazard evaluation does not present a high risk to patient safety and product performance regarding the discrepant device(s). Per physicians' feedback, a 2mm difference in the nominal loop diameter is not considered a concern to patient harm. An ongoing corrective action has already been issued which would address this reported issue and is currently in-process. This corrective action focuses on enhancing the labeling process from inception to printing and application. As part of this initiative, an essential action item within this corrective action plan implements barcode scanning verification for label information on both pouches and cartons. This verification ensures that critical details such as gtin, lot number, expiration date, and manufacturing date are accurate and consistent.

Event description:
It was reported that: "I have received a new example of a customer discovering the wrong batch inside of the product box. The new complaint is received from spain, as their customer should have received batch f231000915 is used, documentation shows f231000922, which is not available." Update 15may2024 - additional information received from the issuer: "the issue is clear to us know, as unfortunately this same kind of complaint was raised by belgium some time ago. Balt USA has mixed up the batches during packing, which means that the pouch info shows the f231000915 and the product box shows f231000922. So ceva received and shipped the correct boxes, but the contents of both are mixed by manufacturing".